Event description:
Report received from the USA stating that the device was sent down from sterile processing with a repair tag noted "the drill does not work properly." It is unknown if the device was used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all operational specifications. There was no problem found. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).